Event description:
Prior to incision the operating room team noticed the arthrex camera light source turning on and off several times without intervention. Team member pulled the light source off the camera lens and noticed a charred area. The light source was disconnected and removed. A new camera, light source, and scope were brought in to complete case with no further issues. No patient harm as result of this event. Cleaning process in line with this device IFU(instructions for use). Upon further inspection it was noted that the end connected to the light source was rusted. The cord end that is threaded on had rust and the metal was brittle and falling apart. There was no visible rust upon external inspection of lens. Scope appears to have rusted internally. Arthrex scope: ar-3355 5230, (B)(6).